Event description:
It was reported that during a da vinci myomectomy procedure two "green pea size" pieces from the tenaculum forceps instrument shaft fell into the pt. Both broken instrument pieces were found removed from the pt, causing approx a 5 minute delay, and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument is broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as a result. Both the proximal clevis and main tube are missing pieces. The clevis is missing 3/4 of the section that mates with the main tube. The size of the missing section suggests the clevis broke in more than one piece, likely in two pieces, referred to by the customer as "green pea sized" roughly .200 inches by .160 inches. Based on engineering's eval, a likely failure mode was overloading of the instrument at the tip, causing the breakage. Per the case notes, the broken instrument components were successfully retrieved from the pt.